Manufacturer narrative:
H6: medical device problem code a2303 was added to capture the device being implanted post expiration date. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. According to the available information, it was identified that expired product was implanted into a patient on (B)(6) (expired on 8/5/2024). Based on the picture of the label provided and verification of expiration date for this lot in coloplast's production system, it can be confirmed the product was expired (expiration august 5,2024). This means the product was implanted 8 days beyond the labeled expiration date. The instructions for use (IFU) includes a warning to not use product beyond the indicated expiration date. The risk to the patient is not increased as coloplast's real time aging results for the virtue product supports that the product continues to meet requirements beyond the FDA approved 3-year labeled shelf life and within the timeframe this product was used.

Event description:
According to the available information, the virtue was implanted 8 days post expiration date.